Event description:
It was reported that during a renal stenting treatment procedure, a stent dislodged. The target lesion was located in the renal artery. A 6.0x18x150cm express sd stent delivery system was advanced to the target lesion. However, upon attempt to deploy it was noted that the stent was not on the delivery balloon. The physician was unable to locate the express sd stent under fluoroscopy. The procedure was completed with another 6.0x18x150cm express sd stent. No patient complications were reported and the patient's status is listed as fine.

Event description:
It was reported that during a renal stenting treatment procedure, a stent dislodged. The target lesion was located in the renal artery. A 6.0x18x150cm express sd stent delivery system was advanced to the target lesion. However, upon attempt to deploy it was noted that the stent was not on the delivery balloon. The physician was unable to locate the express sd stent under fluoroscopy. The procedure was completed with another 6.0x18x150cm express sd stent. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed there was solidified contrast in the balloon. The stent was not returned. Microscopic inspection confirmed the presence of stent strut impressions on the balloon, confirming that the stent was appropriately positioned and crimped during manufacturing. Inspection of the device presented no damage or irregularities. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).